Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 7 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that pump power spikes were noted in the system controller log file. The patient reportedly had an elevated lactate dehydrogenase (ldh) level of 1000 u/l and a dilated left ventricle. Reportedly, the patient had some unspecified compliance issues and trouble maintaining their inr in the target range. The patient was subsequently discharged but was readmitted on (B)(6) 2016. The patient's ldh level was 1500 u/l and the patient's left ventricular end diastolic diameter was 75 mm. Agatroban therapy was started on (B)(6) 2016. The pump was subsequently exchanged on (B)(6) 2016. It was reported that the patient has been extubated and is recovering well. No further information was provided.

Manufacturer narrative:
Device evaluation: thrombus was confirmed during the evaluation of the returned device. Upon disassembly, examination of the outlet stator revealed a large, non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The deposition¿s lack of laminated layering suggests that it did not form in the outlet stator. Although its origins and the duration of time for which it was present in the pump could not be conclusively determined, examination of the deposition revealed areas which appeared denatured and circumferential contact marks on the outlet bearing cup and outlet cone section of the rotor, indicating it was likely present in the outlet stator while the pump was operating. The observed deposition appeared to occlude the blood pathway and could have potentially contributed to the reported elevations in the patient¿s lactate dehydrogenase level. The depositions could have also created additional resistance on the spinning rotor, potentially contributing to the report of pump power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.